Event description:
Initial alkaline phosphotase result of 167 u/l, same sample repeated four times gave results of 217, 235, 403, 171 u/l. Same sample then repeated in a different sampling container and gave the following results: 137, 137, 137, 151, 141. No information provided to determine if results were used to guide therapy. The field service representative performed performance check tests which were within specification. The technical service representative determined the cause to be pre-analyticial sample handing at the user facility. The user was instructed to follow manufacture's recommendations for sample handing.